Event description:
Medtronic received information that prior to use of this 28mm annuloplasty band, the suture was noted to be almost cut off upon open ing the packaging. The device was not used and was replaced with another manufacturers product. No patient involvement was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed that the device was received with the holder attached. Both retention sutures were intact. The green suture threaded across the holder showed evidence of a laceration with linear and frayed edges along the cut suggestive of damages from a sharp instrument. Small scratches were observed on the inner walls of the handle flange. There was no evidence of damages to the fabric. Updated d9 updated h3 updated h6 correction: corrected d3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.